Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, product type lead, product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that the initial reporter was at her doctor¿s office and saw other people that had similar issues¿ as her. It was noted that they were there to get their implantable neurostimulator (ins) removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.